Event description:
Imprecise tacrolimus results were obtained on a patient sample. It is unknown if a result was reported to the physician. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the imprecise tacrolimus results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise tacrolimus results is unknown. Note: the tacrolimus flex(r) reagent cartridge instructions for use states; "a test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
(B)(4). Siemens healthcare diagnostics inc. Issued an urgent medical device correction letter, (B)(4) 2013. The letter stated that siemens has confirmed that the tacr method may demonstrate reduced on-board stability which may result in imprecise and inaccurate qc and patient results. Beginning with tacr reagent cartridge lot bb4087, an alert card indicating that the on-board stability is limited to 8 hours, has been packaged within the tacr cartons. Customers using tacr lots with the alert card are instructed to load flex reagent cartridges on board immediately prior to use and to remove the flex after 8 hours. They are instructed not to load more flexes than the lab will use in 8 hours and not to pre-hydrate tacr flexes. Customers were instructed that an remaining inventory of tacr reagent prior to lot bb4087 should be discarded.